Manufacturer narrative:
Visual inspection: during the investigation, scratches and deposits on the outer housing of the products, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions an accelerated outflow of both valves could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in the products. Results: based on our investigation results, we can determine an accelerated outflow at the progav and the shuntassistant, as well as a non-adaptability of the progav. The visible deposits in the valves have led to these malfunctions. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In addition, we can determine in some cases bloody deposits inside and outside the reservoir. We also found deposits on the ventricular catheter. These deposits had no effect upon the specifications of the products at the time of the examination. On the ventricular catheter, we could see holes stamped in by the customer; these holes had no effect on the functionality of the catheter. We could not determine any abnormalities at the deflector. The examination of the return has been completed with the drafting of this report.. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (#fv440t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.